Manufacturer narrative:
Evaluation summary: the reported problems could not be duplicated. Printed out pcs download calibration table and occlcount, motorsdcount and syserrorcount, and all read 0. It means the ventilator did not experience an unexpected system error. Ran the ventilator under current settings for 24 hours. No unusual noise was heard nor shut down occurred. Ran ventilator under stressful settings for 24 hours. No unusual noise was heard nor shut down occurred. All alarm conditions reacted as expected. The ventilator was re-calibrated and performed an ovp (operation verification procedure); it met all required specifications.

Event description:
Reportedly, the ventilator was making noise and suddenly shut down on a pt. It was also reported that there was no alarm. Please note that there was no injuries to the pt in this case.